Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of the shortened replacement window advisory. The patient reports now being followed monthly (a change from once every three months) due to this advisory. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the advisory and suggested the patient contact their physician. Should additional information become available this event will be updated. The device was explanted over 14 months later for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
This device was further analyzed and it was discovered that a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.